Manufacturer narrative:
(B)(4). Evaluation summary: the investigation included a review of the reported event details, a review of device manufacturing records, an assessment of the complaint history and a thorough analysis of the returned device. The clip delivery system (cds) was returned with the clip fully closed and the arm positioner to the closed side. The m/l knob was returned at 1 o'clock position. No damage was observed on the cds shaft. The cds functional testing was performed following cds sleeve steering flow chart on the bench. The key was found to be bonded to the sleeve shaft and did not rotate. The delivery catheter handle fully advanced and shaft hold taut, rotated the a/p knob 3/4 of a turn in each direction from neutral to confirm the distal tip deflects in both directions, then the knob was returned to neutral this was performed two times without issues the m/l knob was turned to the m direction until the distal tip deflects to 90 degrees, then the knob was returned to neutral this was performed two times without any issues observed. The cds was inserted to the returned case steerable guide catheter (sgc) in a 37 degree c water bath to simulate the inferior vena cava. Next a 75 degree curve was applied to the sgc in the + direction and 90 degree curve was applied to the cds in the m direction. The starting a/p angle was +10 degrees. This step was repeated two times and no steering issues were observed. In summary, the reported steering issue could not be replicated with the returned device. A review of the manufacturing records for this lot revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaints in the electronic complaint database for the reported lot did not indicate any other similar incidents. Based on the information reviewed, there is no indication of that a product deficiency exists. Based on the information reviewed and the evaluation of the returned device, a definitive cause for the reported sleeve steering issue could not be determined.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. During functional testing of the clip delivery system (cds 0215435/21), the m/l knob was turned and the tip deflected correctly. There was no difficulty noted during insertion of the cds. After straddling was performed, the m knob of the cds was turned, but the clip turned up instead of down. This occurred in the left atrium. There was no resistance noted when turning the m/l knob. Several attempts were made; however, the clip continued to turn in the opposite direction. The decision was made to remove the cds. During removal of the cds, the clip became stuck with the soft tip of the sgc. Troubleshooting techniques were performed and the cds was removed successfully. It was confirmed that the blue marker lines were aligned correctly. Two additional cds's were used to complete the procedure and the mr grade was reduced to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter (sgc 10238185/24), lift, support plate, stabilizer. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The sgc device referenced is being filed under a separate medwatch report.